Manufacturer narrative:
Additional information was added in b.3.,h.3.,h.6. And h.11. The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The healthcare professional informed they could not send this amount of information, regarding the questionnaire. They added that they will discuss with the patients whether they would like to go to the university of erlangen to have the posterior chamber lenses explanted. They will then take care of company's affiliate questions. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) implantation procedure, noticed that lens was cloudy after 10- 15 years of implantation. There are two medical device reports associated with this patient. This report is 1 of 2.